Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and two openings on anterior side assessed as surgical damage. Additional observations: crease is observed. Dark ring is observed. Brown particles were observed on the shell. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported a rupture. Device has been explanted and replaced. This relates to the left side.